Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient may have allergy to the hardware. No additional information was reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 808-088, # 89104eh, # 96176h, # 96101h, # 96101h, # 96133h, # 96176eh, # 810-402, # 810-403 and # 810-404. (B)(4): part # 808-088, 510k k932029; part # 89104eh, 510k k943827; part # 96176h, 510k k981676; part # 96101h, 510k k943827; part # 96190h, 510k k943827; part # 96133h, 510k k943827; part # 96176eh, 510k k943827; part # 810-402, 510k k870830; part # 810-403, 510k k870830; part # 810-404, 510k k870830. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.